Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Continued monitoring was recommended. Additional information provided premature battery depletion was confirmed by data analysis. This device was subsequently explanted. Another device was implanted to complete this procedure. This device is expected to be returned but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.